Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019. The manufacturer's remote service technician performed troubleshooting with the customer. During troubleshooting it was determined that the customer did not have the whisper swivel in the circuit allowing for a leak. The service technician advised the customer to put the whisper swivel in the circuit. The customer was advised that without a leak in the vent, the unit will declare a low leak rebreathing risk alarm. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit declared a low leak co2 rebreathing risk alarm during performance verification testing. There was no patient involvement.